Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2. The home patient (hp) stated that she disconnected prior to the alarm, but reconnected. The technical service representative (tsr) explained the alarm to the hp. The hp stated that she would restart with new supplies. The tsr had the hp cycle the power to display press go to start. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported system error. The hp stated that she started over with new supplies and has been able to continue therapy ok. The hp did not notify her nurse. This writer suggested that she notify her nurse of this alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.